Event description:
A customer contacted a baxter technical service rep (tsr) regarding a system error 2240 alarm that appeared on the display of the home pt's homechoice (hc) machine during their automated peritoneal dialysis therapy. The home pt's pt line became disconnected during the initial drain. The tsr cleared the alarms, the home pt (hp) disconnected, capped off and unloaded the old set. The hp will reset with new supplies. The tsr referred the hp to his on call nurse for further medical instructions. Hc operational. No pt injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
.